Event description:
During a peripheral intervention, an 8 french cook raabe 55 cm sheath was inserted into the right femoral artery. The actual sheath that gets inserted into the artery detached from the hub, leaving the sheath in the femoral artery. There was enough of the sheath exposed outside the body to insert a j-wire and remove it for another one. Once the j-wire was inserted, the damaged sheath was removed successfully and another one was inserted over the wire. The peripheral intervention was a success and no harm was done to the patient.